Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence and atrophy. The cuff was downsized. The existing aus was explanted and replaced. There were not further patient complications.